Event description:
It was reported the pt heard a pop when pushing down on his leg and subsequently stopped feeling stimulation. Reprogramming did not resolve the issue. High impedances were identified on all contacts. The physician has referred the pt for an x-ray. The MFR has attempted to obtain a status update regarding x-ray results and the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.